Manufacturer narrative:
A ge service rep performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that one of the workstation handles was broken. There is no report of injury or death associated with the event described in this complaint.